Event description:
On 08/25/2009, a spontaneous report was received from a physician regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Additional information was received from the injecting nurse practitioner and a company representative on (B)(6) 2009. Medical history included a previous 2 cc injection of juvederm (cross-linked hyaluronic acid) 1 year ago, on an unspecified date in 2008, and past use lidocaine and novocain (procaine hydrochloride), all administered with no problems. The patient had no known allergies. The patient had discontinued treatment with unspecified antidepressants several weeks ago (from the date of the report) and was not taking any concomitant medications. On (B)(6) 2009, the patient received a 1 ml injection of restylane to the marionette lines, the perioral lines, and a small amount to the lips. Pre-procedure medications included 2% lidocaine without epinephrine. No additional procedures were performed at the time of implantation. On (B)(6) 2009, immediately after the injection, the patient felt that her lips were bigger than they normally were. Within 15 minutes of being injected, the patient noted some swelling. Approximately 1.5 hours after the injection, the patient experienced a lot of swelling from the bottom of her nose to the bottom of her chin; the patient's lips were really swollen and continued to swell. The patient contacted the injecting nurse practitioner and returned to the clinic approx 2.5 to 3 hours after the injection. The injecting nurse practitioner noted that the swelling in the patient's lips was way beyond the normal swelling seen with augmentation. The patient also had swelling from her cheeks to her jaw line and a rash on her abdomen, but the patient was breathing fine and had no airway compromise or tongue swelling. The injecting nurse practitioner recommended that the patient visit urgent care. Three hours after receiving the injection, the patient presented to the emergency room and was diagnosed with a severe allergic reaction to restylane. The patient was treated with epinephrine, methylprednisolone (also reported as prednisone), and diphenhydramine and was admitted overnight to monitor for a possible airway obstruction. The patient experienced continued swelling and at midnight the swelling began to improve. On (B)(6) 2009, the patient reported to the injecting nurse practitioner that the swelling had improved dramatically and that she planned to meet with an allergist the following week to explore the cause of the reaction.

Manufacturer narrative:
Additional 510(k): p020023. The lot number and expiration date were reported as unknown. Additional information has been requested.